Event description:
Patient presented to the physician with the ipg moving in the pocket causing pain. Physician brought the patient into the operating room, enlarged the ipg pocket, placed the ipg in a tyrx pouch, re-sutured, and closed.